Manufacturer narrative:
The lead was returned for dislodgement. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning, helix could be extended and retracted. The full helix extension length was measured to be within specification.

Event description:
Related manufacturer report number: 17865-2019-06217. During follow-up, dislodgment of the lead was noted. The lead was explanted and replaced to resolve the issue. The patient was in stable condition.